Manufacturer narrative:
(B)(4). Date sent: 06/21/2016. (B)(4). The analysis results found that the cdh29a device arrived in good visual condition with several staples protruding inside the pockets and some on the plastic bag. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic anterior resection procedure, the stapling device misfired during use and there were loads of staples loose in the patient - slight delay to the case which started at 11am and finished at 7pm. More information to follow once spoken to the surgeon. No harm to the patient was reported. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.